Event description:
A review of the article was conducted which evaluated the oncological and functional outcomes of zero ischemia robotic partial nephrectomy (rpn). This multicenter prospective study analyzed 56 patients who underwent zero ischemia rpn between 2013 and 2021. One patient experienced perioperative complication of major hemorrhage requiring blood transfusion and angiographic intervention. There were no specific da vinci device malfunctions reported, and no indication that isi products caused or contributed to any adverse event. The corresponding author was contacted but no response has been received.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were included in the article. A review of the site complaint history found no prior complaints related to the article events. Citation: ener, k., canda, a. E., binbay, m., balbay, m. D., & atmaca, a. F. (2023). Zero ischemia robotic partial nephrectomy: oncological and functional outcomes of a multicenter study. Turkish journal of medical sciences, 53(4), 941¿948. Https://doi.org/10.55730/1300-0144.5658 section a2: patient age: reflects the study mean age of 52 years. The age range was (27¿75) years. Section b4 currently captures the date of the medwatch submission to the FDA. The date that the literature article first came to the attention of intuitive was 12 november,2025. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.